Event description:
This report addresses the issue of use error - reuse of supplies. During troubleshooting for an alarm, the home patient (hp) stated that he disconnected the bag that was connected to the white clamp and reconnected a new bag on the white clamp to clear the alarm. The baxter technical representative (tsr) notified the hp that by doing so, the hp had introduced air into the setup and was risking himself of an infection. The tsr recommended that the hp call when the alarm is occurring. There was no serious injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer in reference to the user error; therefore, the sample was not requested for evaluation and a batch review will not be conducted